Event description:
Ous MDR - it was reported that this rv lead was explanted and replaced due to increased shock impedance approx. 91 months after implantation.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. A proximal and a distal fragment were returned. The cutting edges of the fragments did not fit together. Thus, it can be assumed that a medial fragment was missing. The returned fragments were checked visually and electrically. Multiple extraction damages were found. The fragments were severely stretched. The insulation had been ripped open at several sites, and the rope conductors had been partially pulled out of their lumens. The rope conductors also showed marked coiling in their lumens. The shock coil was also deformed, and the fixation was stretched. These damages indicate strong tensile forces during the extraction. In addition, a conductor fracture of the rope conductor to the shock coil could be detected at about 16 cm proximal of the tip electrode. This damage pattern might have led to the reported increase in the shock impedance. The detected conductor fracture requires strong mechanical stress of the lead during the implantation time. The massive extraction damages indicate strong ingrowth behavior of the lead. It should be considered that ingrowth might have led to an impairment of the lead mobility, which can result in a higher stress level. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.